Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia event. There is no documentation to show a causal relationship between the adverse event and the fresenius liberty cycler, nor is there any allegation a fresenius device (s) malfunctioned or failed to perform as expected related to this event. Based on available information, it cannot be concluded if the liberty cycler caused or contributed to the hernia event. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd therapy treatment and the patient¿s umbilical hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an umbilical hernia. Medical records were received for a separate event. A fat containing umbilical hernia was documented during a computed tomography (CT) scan of the abdomen and pelvis. Follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) determined that the hernia was preexisting and was not causing a problem with pd therapy. The pdrn did not know if the hernia was going to be repaired. The patient was seen in the clinic following the event and was reported to be doing well and denied any pain. The patient¿s effluent was clear and the patient was continuing pd therapy without further issue. Should additional information become available, the file will be reassessed and updated accordingly.